Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 116 mg/dl (aviva) and 65 mg/dl (clinic's meter). No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.